Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # t5d73l. Device analysis: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: can you please provide more event details hoe the device ¿locked up¿ ? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If staples were deployed, what was the appearance of the staples in the tissue? (B-formation, irregular, legs straight)? Please explain. Was the staple line complete? Was the cut line complete? Was the device locked on tissue with the jaws closed? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the device locked up when trying to use second load. The case was completed with a like device. There were no patient consequences. No additional information is available at this time.